Event description:
Pt having a cardiac catheterization with stent. Two days later the pt not feeling well and had pus oozing from right groin. CT (computed tomography) scan reveals pseudoaneurysm. Had site drained in the or (operating room). Facility has had other issues with perclose pts.